Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, a cut in the tubing was observed. A device history review was performed for reported lot ta12225, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Product undergoes visual inspections according to procedure, no issues were identified during manufacturing, the product was verified to be manufactured according to specifications. The set is manually assembled and inserted into the machine, which seals the paper to form the unit packaging. If the product is not placed correctly into the machine, it is possible the tubing can become damaged during this process. While we could not identify a direct issue, it was determined that this issue likely occurred as a result the operator not properly placing the product in the machine. A vision system is used to help detect any improperly placed tubing to reduce damage to the device, improvements have been made to this system to ensure better identification. Complaints for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional informatin.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During tubing(only saline in the tube) they found out that the tube is cracked from middle of the tube (manufacturing defect). Not used that secundary set then. Pictures availlable tube is cracked. When did the incident occur? During use.